Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation updated to no. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zfx did not receive one (1) item gentek® angulated screw channel tibase, certain® engaging, 4.1mmd x 0.3mmch, for evaluation. Shipment for investigation has been lost in transit. If ups locates the shipment, the complaint will be re-opened and updated accordingly. Visual inspection and functional test could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Complaint history review was performed for the reported lot number 0000231011 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture: screw". ¿based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable no further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4)

Event description:
It was reported that the screw fractured. It was detected due to mobility during implant revision at tooth site #46.